Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 22, 2006 the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was continuously giving an "errior 2" message. The patient has had the meter for about 3 months, but has never been able to get a blood reading on the meter. The reporter indicated that the patient is insulin dependent, but she was not sure if the patient was basing her insulin dosages from her meter readings. The reporter did not know the details of the patient's medication regimen. About 2-3 weeks ago, the patient had developed symptoms of feeling shaky, dizzy, and was sweating. The reporter believes the patient had the symptoms for about 1 week. The patient tried testing herself before, during, and after the time that she had the symptoms, but was unsuccessful due to the error message. The patient did not take any action to treat herself after developing the symptoms. However, the patient visited her doctor around that time due to the meter issue. The reporter could not recall what blood glucose reading the doctor's office got and was not sure if the patient received any medical treatment. She was not hospitalized. The patient did not have or use a backup meter during the time of concern. The reporter mentioned that on an unspecified date, the patient brought the meter to a nurse to have it checked. However, the nurse could not figure out what was wrong with the meter and advised the patient to call lifescan for assistance. During the call with the customer care advocate (cca), the reporter was able to perform a control solution test that passed. The patient apparently was not using a correct technique for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the insulin dependent patient was unable to test her blood glucose for about 3 months due to the "error2" issue which was a result of improper technique. The patient developed symptoms of shakiness, sweating, and dizziness which are indicative of severe hypoglycemia.